Event description:
It was reported that the customer received the displayable history crc check failed on startup alarm on the insulin pump repeatedly. The customer's blood glucose was 211 mg/dl. The customer stated that the insulin pump was starting to run the numbers on the screen. The customer confirmed that the insulin pump was alarming during normal use of the insulin pump. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit passed self test and displacement test. However, unit has multiple displayable history crc check failed on startup alarms noted in history screen. Displayable history crc check failed on startup alarm due to corrupt history file. No numbers running on screen noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and reservoir tube lip. Unit received with broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.